Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging symptoms of lung disease and reduced cardiopulmonary reserve. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Additional information was received on 06/18/2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging symptoms of lung disease and reduced cardiopulmonary reserve. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: patient outcome code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated. In box a: patient identifier details were missed to capture in previous report, and it was captured in this report. In box e: initial reporter details were missed to capture in previous report, and it was captured in this report.

Manufacturer narrative:
Additional information was received on 06/18/2024: in box e: reporter phone number and email ID were updated.